Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include vomiting, dehydration and hyperglycemia. In addition the patient reports having issues with their vision and hearing. As treatment, the patient administered a manual shot of 6 units of insulin. The patient had gone to urgent care where they were then transported to the hospital by ambulance. Once at the emergency room (ER) the patients pod was removed from the infusion site (hip/buttocks) and the pods cannula was found to be bent. The patient had lab tests performed and was given 2 bags of intravenous fluids (sodium chloride 0.9%), as well as an insulin via intravenous drip. The patient was prescribed zofran. The patient was released from the ER after 5.5 hours.